Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to the manufacturer for review. An engineering assessment of the incident is currently being conducted and a follow-up report will be sent within 30 days or upon completion of the evaluation.

Event description:
Robotic myomectomy- "case began as a diagnostic laparoscopy to decide on robotic or purely laparoscopic approach. Veress needle used to establish pneumo, then a 5mm bladed placed umbilicus. Other ports placed after that. A 5mm port was removed and some pneumo was lost. The 5mm port was replaced with a 12mm bladed port under direct visualization. Injury occurred to iliac." "Vascular surgeon called. Patient opened a common iliac vein repaired." Dr inserted bladed 12 through 5mm hole perpendicular to patient. Patient status: stable.